Event description:
A report was received that the patient's remote control continually displayed error code "0010001000", and the patient had to perform a magnet reset on the ipg every day in order to clear the error code and turn on her stimulation. The ipg database was reviewed buy a bsn engineer, and it was determined that ipg was not working to specifications. The patient was given the option of an ipg replacement or revision, but chose not to proceed with either. The patient will notify her physician if she decides to take action in the future.